Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurement that was detected via the patient's remote home monitoring system. Additional information indicated that the source of impedance was not conclusively determined. Moreover, this had been a trend for this patient and will be monitored for now. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigatiosn will be updated should further information be provided.